Event description:
Note: this report is the second of two reports pertaining to the same procedure. Refer to MFR report #3005099803-2008-03712 for details regarding the first device.it was reported to boston scientific corporation on august 30, 2006 that a tandem xl ercp cannula was used during a colonic stent placement in 2006 (patient gender, age, and weight unkown.) According to the complainant, the tandem xl cannula was passed down the scope, with a jagwire guidewire loaded. The jagwire was passed through the stricture. The cannula was then passed over the jagwire. Resistance was noticed when it was attempted to remove the jagwire. Further examination showed that the yellow and black endoglide coating on the jagwire guidewire ¿was stripped back, and was bunched up.¿ the jagwire could not be removed and nothing could be passed over it. This event occurred in the splenic flexure. The attempt was ended and then the procedure was started over again and completed with another of the same device.there were no patient complications as a result of this event, and the patient¿s condition at the end of the procedure was reported to be ¿satisfactory.¿

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported complaint is undetermined.